Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that redness, little exudate and slight tenderness developed at the access site. The patient with lung cancer underwent PICC placement from the left basilic vein under the ultrasound guidance on (B)(6) 2019 for chemotherapy. The puncture went smoothly with no exudate or errhysis at the access site. Redness, little exudate, and slight tenderness developed at the access site during the dressing change on (B)(6). Then switched to alginate dressing following the surgeon's advice. No redness, exudate or tenderness developed at the access site during dressing change on (B)(6)."